Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level. The customer followed instructions to troubleshoot the occlusion issue by disconnecting tubing, tightening connections, and delivering boluses. The occlusion alarm recurred, leading to further troubleshooting, including replacing the cartridge and successfully completing a bolus. The resolution involved replacing necessary supplies and resuming insulin use, with a follow-up arranged for additional assistance.